Event description:
Difficulty walking [gait disturbance]. Worsening pain in the right knee [arthralgia]. Worsening swelling in the right knee [joint swelling]. Fluid was drained from the knee [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from a (B)(6) male patient, initials (B)(6), with osteoarthritis. The patient's medical history was significant for a back surgery ((B)(6) 2011) and the use of synvisc one ((B)(6) 2011). On (B)(6) 2011, the patient initiated treatment with synvisc one (hylan g-f 20) injection of 6 ml, once, in the right knee. The synvisc-one lot number was not provided. On an unspecified date in (B)(6) 2011, the patient began experiencing pain and swelling in the right knee which worsened every day. On (B)(6) 2011, the patient presented to the emergency room with pain and difficulty walking. An unknown amount of fluid was drained from the knee which was yellow in color. Additional treatment received included ice and pain medication. At the time of the report, the patient was in the hospital for a CT scan following up the back surgery. The patient required intervention. No action was taken with synvisc one in response to the events. The outcomes for the event of difficulty walking, worsening pain in the right knee, worsening swelling in the right knee and fluid was drained from the knee were unknown. Concomitant medications were not provided. The intensities for the event of difficulty walking, worsening pain in the right knee, worsening swelling in the right knee and fluid was drained from the knee were not provided.